Event description:
It was reported that an ilet user experienced hyperglycemia after a dexcom g7 sensor expired and the user was without a continuous glucose monitor (cgm) for several hours, during which no fingerstick glucose entries were made to initiate bg run mode, with subsequent connection of a new sensor and resumption of automated insulin delivery. Symptoms included hyperglycemia peaking at 409 mg/dl and trace ketones without reported clinical signs or complaints. Outcomes included no hospitalization and glucose trending downward after pump operation resumed. Investigation included case triage, user education on bg run and sensor management, and troubleshooting of data synchronization limitations due to app access on a caregiver phone. Investigation of this case revealed that device performance was consistent with design when no cgm data or manual bg entries were available, and that the event was attributable to user circumstances involving delayed sensor replacement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cgm sensor unavailability and delayed replacement, with appropriate device function once cgm data were restored.